Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system this device detected high shock impedance measurements on the unknown right ventricular (rv) lead. When the field representative reviewed the data, there were no out of range values. Boston scientific technical services (ts) indicated it was likely two daily measurements were taken in the 24 hour period and only the most recent results were documented. It was indicated the shock impedance measurements had been increasing since implant and were slightly below 125 ohms.. No noise was observed on the pace or shock channels. No changes were made to the system. No adverse patient effects were reported.